Event description:
Patient having inferior vena cava filter removed. When the physician was removing the sheath from the patient, the technician noted that the end of the sheath had became unbraided during removal. One small unbraided strand was isolated and bagged up by technician. The physician checked the sheath tip and compared the affected sheath with a new one to determine the extent of the problem. The patient was fluored to assure there were no foreign bodies retained. The affected intact sheath and isolated strand specimens will be given to the manufacturer's representative. There was no harm to the patient.